Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge subsequently, the pump battery depleted and the pump shut down. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.